Manufacturer narrative:
(B)(4). Date sent 11/12/2024. D4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the staples did not close properly. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent 12/31/2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one prw35 device was received empty along with a tyvek with no apparent damage and 4 malformed staples were returned inside a plastic bag, however, as the device was received empty, we are unable to investigate further the event description. No conclusion could be reached on what caused the malformed staples returned. The event described could not be confirmed as the device was received empty. This report is not intended to deny that you experienced a problem with the device and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 131d98, and no non-conformances were identified.